Manufacturer narrative:
(B)(4). Concomitant medical products: 11-103204, taperloc por fmrl lat 10x140, 514720 139266, m2a-magnum 52-60mm, 646930 us157862, m2a-magnum pf cup 62odx56id, 891420. Legal; customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately nine years post implantation due to pain, elevated cobalt and chromium levels, fluid collection, metal wear, metal poisoning, and metal on metal reaction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) - head. One m2a-magnum mod hd sz 56mm item# 157456 lot# 304630 was returned and evaluated. Upon visual inspection the outer radius shows multiple scuff marks. There are scuff marks and gouging to the face and there are scratches in the taper of the device. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.